Event description:
It was reported that during a da vinci prostatectomy procedure, the site experienced a system error code 20008. The site attempted to restart the system but the system would not power back on. With the assistance of an isi technical support engineer (tse), the site emergency powered off (epo) the system and restarted, exercised the effected patient side manipulator (psm) arm, reseated the psm sterile adapter, and power cycled the system, however, the system error code 20008 continued to occur. The surgeon decided to convert the procedure to traditional open surgical techniques to complete the planned surgery. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering found that system error code 20008 experienced by the customer was associated with a patient side manipulator (psm) arm. The psm is an instrument arm located on the patient side cart and provides the sterile interface for the endowrist instruments. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. The 20008, system error code appeared when the da vinci safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining these conditions, the safety systems put da vinci in a recoverable safe state. The psm was returned to isi for failure analysis investigation. Engineering evaluation found that the potentiometer malfunctioned, thus generating the system errors experienced by the customer. As of (B)(4) 2010 there have been no reported recurrences of the issue at this hospital.